Event description:
It was reported to philips the device failed operational testing for the etco2 module. There was no patient involvement.

Event description:
It was reported to philips the device failed operational testing for the etco2 module. There was no patient involvement.